Event description:
It was noted that there was redness and swelling at the incision site and the site was sore to touch. It was noted that the patient had bruising and was urinating a lot with a lot of urgency.

Event description:
It was reported that the patient experienced no stimulation sensation with a loss of therapeutic effect which reportedly occurred about 45 minutes to an hour prior to the report. At the time of the report, the reporter didn't initially have an antenna and was attempting to place the programmer over the implantable neurostimulator (ins) site but was having difficulty and was only getting the poor communication screen. It was then noted that the reporter had an antenna but was going to try using it later. Two days later, it was reported that the patient was unable to adjust stimulation. The reporter indicated that several attempts had been made but the patient could not establish communication. It was noted that the antenna had not been placed in direct contact to the bandages during those attempts. Instead, there had been space kept between the antenna and the ins. The patient had "a lot" of swelling and bruising following the implant and it reportedly hurt when the bandages were touched "in that area". The reporter indicated that the patient felt stimulation "from time to time" so the patient thought it was on but wasn't "working". The reporter stated that the patient had a urinary tract infection (uti) going into the implant procedure. The patient had been taking "a lot" of antibiotics prior to the implant and received IV antibiotics during the implantation surgery. It was unclear if the patient's uti persisted following the implant. It was noted that the patient was scheduled for a follow-up appointment with her healthcare provider on (B)(6) 2013. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va07ddg, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).